Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "was not sensing the door being latched", since the device alarmed door not fully latched, determined to be caused by a loose link screw (upper). The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump "was not sensing the door being latched". Any pt involvement, injury or medical intervention is unk.